Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of failure code 522:320:654:0000 was confirmed through evaluation. This condition is due to a disconnected main speaker harness. The speaker harness was reconnected to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "failure code 522:320:654:0000."

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 522:320:654:0000 with disconnected speaker harness. Therefore, the device failed to audibly alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.